Manufacturer narrative:
The fsr was unable to verify the reported complaint. He calibrated and completed testing of the epgs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) reading was low. The unit was recalibrated and then readings were accurate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. During cpb on (B)(6) 2020, the perfusionist noticed that the measured point of the fio2 on the electronic patient gas system (epgs) was off from the set point. The system was only reading 91.3% when the set point was at 100%, and when he changed it to 50%, the measured point was 49.4%. This did not cause a concern with oxygenation. About twenty minutes after the perfusionist noticed the discrepancy, he then noticed the word cal in the epgs area of the central control monitor (ccm), and decided to recalibrate on bypass. He confirmed with the field service representative (fsr), that his colleague had set up the system and did not calibrate the sensor, prior to initiation of bypass. The incident did not cause a delay in the surgical procedure. There was no harm or blood loss associated with the event.